Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed from the evaluation. The unit has rotational movement while in the locked position, and the lock ratchet is not seating into the disk ratchet properly; the disk ratchet and retaining ring are worn. To resolve the issues, all worn components will be replaced and general maintenance and cleaning will be performed. Root cause - complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the black locking mechanism on the mayfield composite series skull clamp (a3059) was loose and the patient's head moved in the clamp. The staff had to hold the patient's head up. No patient injury or surgical delay was reported. Additional information was received as follows: 1. What type of procedure was performed? Posterior cervical laminectomy and fusion. 2. Please provide patient information: a) date of birth: I am not at liberty to release this information. B) ethnicity (hispanic/latino, not hispanic/latino) unknown. C) race (asian, american indian or alaskan native, black or african american, white, native hawaiian. Or other pacific islander) unknown. 3. Was the patient under anesthesia? Yes. 4. Was there a delay in the procedure due to the product problem? If yes, how long was the delay in minutes? Yes, approximately 10 minutes. 5. How was the procedure completed? This occurred at the initial positioning prior to the beginning of the procedure. A second skull clamp was obtained and the patient's skull was re-clamped with the same pin sites by the surgeon and staff while prone.